Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient was hospitalized due to cardiac decomposition to the aortic valve. The patient was discharged on (B)(6) 2020 under furosemide. On (B)(6) 2020, the patient had a follow-up appointment and worsening cardiac decomposition was noted. The patient was sent to the emergency room due sinus tachycardia, decrease oxygen saturation, fever, dyspnea, abdominal pain and aortic stenosis. The patient was admitted to the hospital and later died on(B)(6) 2020 .

Manufacturer narrative:
Additional information: h6. An event of patient death due to worsening cardiac decompensation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.